Event description:
Patient developed blanching, pain at time of collagen treatment which led to blistering and necrosis at injection site. Patient has been treated with nitroglycerine ointment, intralesional kenalog, lidex cream, and occlusive dressing.